Event description:
Surgery date: 2004. It was reported in march that some set screws came out according to the sales rep. The devices are still implanted and there are no plans to revise. The pt is asymptomatic.